Event description:
It was reported that the plug end of the device's power cord short circuited, melted and created a small fire at the receptacle that the device was plugged into.

Manufacturer narrative:
The device has not been returned for investigation. No conclusion can be drawn.